Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. H3; analysis of the pump (B)(6) found wear on the motor o-ring for gear number three. Analysis of the catheter (B)(6) identified a break in the catheter and there was damage to the transition tubing. H6; pump codes; method code 4114 has been updated to 10. Results code 3221 has been updated to 213. Catheter codes; conclusion code 67 has been updated to 22 and 4315. Method code 4114 has been updated to 10. Results code 3221 has been updated to 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-sep-16. It was reported that over the span of three months refill volumes were recorded and the expected volume was less than actual (note: this conflicts with the previous reports that the arv was less than the erv. At the time of surgical intervention on (B)(6)2019 the catheter was found to have a change in its integrity. It was noted that the patient had sustained a hard fall onto his buttocks around the time the withdrawal symptoms were first noticed, and the patient had experienced several falls since that time. It was noted that a dye study was performed by the hcp, but at that time the catheter was not successfully aspirated. No interventions were taken prior to replacement, and after the pump and catheter were replaced on (B)(6)2019 the issue was considered resolved. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 30 mg/ml concentration at 5.386 mg/day dose and bupivacaine, 20 mg/ml concentration at 3.591 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that actual reservoir volume (arv) was less than expected reservoir volume (erv)- arv: 0.2 ml and erv: 6.2 ml. Over the past two refill the hcp had noticed a volume discrepancy in which the arv was less than the erv. The patient had also complained of withdrawal close to the refill/alarm dates. Patient took a lot of systemic pain medications along with the intrathecal medication. On (B)(6) 2019, the arv was 1ml and erv was 6.8 ml. There had been no issues with refills. The hcp decided to replace the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that no further trouble shooting had been done. The discrepancy had not been evaluated since the time of the report. The health care provider was aware. The patient had been referred for pump replacement. No further complications were reported.